Manufacturer narrative:
Concomitant medical products: 6721m-50, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mvp (managed ventricular pacing) feature of the implantable cardioverter defibrillator (ICD) appears to cause the patient to go into polymorphic ventricular tachycardia (vt). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode managed ventricular pacing (mvp). If information is provided in the future, a supplemental report will be issued.